Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient has passed away. The cause is unknown. It is also unknown if patient was wearing the device at the time of death. No additional information was provided or able to be obtained.